Manufacturer narrative:
No information if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient (pt) was in hospital for abdominal pain. Technical services (ts) instructed caller to use 8840 to check ins. When the nurse interrogated the ins they saw the eos message. Technical services reviewed that this is the same eos timeframe as the previous ins.